Manufacturer narrative:
"Inpen drive screw extends a small margin when a dose has been dialed in and the injection button has been depressed. When the dose button is twisted back into the inpen the screw extends. Patient's complaint has been confirmed. The most probable root cause dust/debris accumulation between the electronics housing and the dose knob"

Event description:
The customer reported via phone call that their insulin pen is no longer dispensing insulin. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.